Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted status post driveline incision and drainage (I&d) with washout and wound vacuum-assisted closure (vac). Post operation, the patient had very frequent pulsatility index (pi) events with speed dropped and remained asymptomatic. The patient was also anemic post operation and received blood transfusions. The event log file contained some clusters of pi events. There were no notable alarms. The pump appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s presumed driveline infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient was hospitalized after a driveline incision and draining with washout and would vacuum. After the operation, it was noted that the patient had very frequent pulsatility index (pi) events while asymptomatic. The patient was also anemic after the operation and received blood transfusions. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Pi events filled the majority of the controller event log file and would have overwritten older data, per design. A specific cause for the pi events could not be conclusively determined through this evaluation. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the heartmate 3 lvas IFU and patient handbook both provide information regarding how to prevent infection. Information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range can also be found within the IFU, as well as considerations for when there is a risk of bleeding. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. The IFU states that there are no audible alarms with a pi event and outlines how to determine the optimal fixed speed and low speed limit. This document explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.